Event description:
It was initially reported by the customer on (B)(6) 2014 that outlook es infusion device caused an over infusion to the patient. Customer contact states that the nurse involved in this reported issue bypassed the rate guard on reported device and entered rate information into the device not using the drug library. Customer contact states medication administered was vancomycin in a dose of 1500mg in a 500ml infusion bag to be delivered over two hours. Customer stated the incident occurred on (B)(6) 2014 at 1:00am. Customer contact reported that patient experienced a rash that was resolved with benadryl and fluids. Customer contact reports patient experienced no serious adverse effect as a result of this reported incident.

Manufacturer narrative:
The complaint was not confirmed for the reported issue. Upon receipt of the reported device from the customer, device underwent 3 volumetric accuracy evaluations at set rates of 750ml/hr with a volume to be delivered of 349.7ml. These in accordance with the customer contact statement and the review of the device operation log activity. The results of these evaluations were in specification. Volumetric accuracy evaluation results: 1st test: 348ml or 99% of expected volume delivered. Second test: 346ml or 98% of expected volume delivered. 3rd test: 346ml or 98% of expected volume delivered. Preventative maintenance service was performed. Device operation log review: the device operation log show the infusion start on (B)(6) 2014 at 2:03 am at a delivery rate of 750ml/hr with a volume to be delivered of 1500ml. Device alarmed "container empty" at 2:31 am with the delivery rate set at 750ml/hr with volume remaining to be delivered of 1150.3ml and a total volume delivered of 349.7ml. The device operation log show no further infusions.